Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech calle din for assist on error on 8100 unit. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: explain to tech. The flow blow on the 8100 unit check the sensors on the unit the ail sensor make sure its not dusty if it is wipe out with soft coths, check the sears on door latch tech thank me for assist.